Event description:
Patient had an infusaid intrahepatic infusion pump inserted 6/27/90 at another hospital. Pump has been filled every two weeks alternating chemotherapy with a heparin and saline solution. Recently patient was noted to have a collection around the pump and on attempts to retrieve the chemotherapy previously instilled it was found that an inordinate amount of chemotherapy had left the well raising the possiblility that the septum was leaking. A nucleide study failed to show evidence of a leak. Given that the pump was a model and serial number known to be recalled for occasional defects in the septum it was removed and a new one inserted. When the port pocket was the pocket and this was drained. The port was then inspected and it appeared that the septum was grossly intact. The septum was flushed and the catheter occluded but no leaks were readily identifiable. The catheter flushed well through the flush port with no difficulty. No leaks were seen in the catheter tubing itself. It was not clear what caused the collection around the pump but the pump was removed and a new pump inserted.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.